Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that after getting the device they have not noticed improvement to their voiding function, they do not always void fully. Offered physician listings and sent email with quick guide, and hcp listings. Redirected to their doctor. The patient's spouse said the hcp office told them they would set up an appointment when a rep came to town but the patient has not yet heard from the hcp office. Offered to email the reps in the area.